Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient falling and dislocating the reverse shoulder prosthesis head from the shell. The surgeon put in a constrained cup and a larger head.